Event description:
Lasik surgery, in 2008, I had lasik surgery performed at eye care center. Before the surgery was performed, I was shown a video on lasik that listed some of the potential side effects and read and signed forms also notifying of potential side effects. In addition, I specifically asked the surgeon -who is a cornea specialist- questions regarding loss of vision over time following the surgery and potentially needing bifocals if this was to occur. The surgeon assured me that although there is no long term guarantee on my vision, he was confident that with my age and healthy eyes I was a perfect candidate for lasik and should not need to worry about this or other issues/side effects. He also told me that he provided a one year guarantee to all of his patients and should my vision not be 20/20 I would receive enhancements to get it there. My vision is 20/20 now, but since my surgery I have been dealing with severe dry eye issues, I had no eye issues before the surgery except low-vision. I now will need permanent eye plugs and have two eye drops prescribed to help combat the problem, which includes restasis and topical steroid drops. My current ophthalmologist said that he cannot install the eye plugs for at least a month as my eyes are too dry and doing so may increase the chance of infection. I also have to use eye drops at least every hour throughout the day and anytime I wake up at night. The eye care center is no longer in service, the one year guarantee cannot be met as promised and there is no follow-up care. The follow-up appointments I had at eye care center before they closed, I complained of the severe dry eye symptoms each time and was told to just use drops and it should get better, I asked about getting dry eye tests done and they said it was not necessary, but would instill temporary eye plugs in my bottom holes to see if it helps.